Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an extension set break was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector and usage residues were observed throughout. The sample was received in two segments which shared a complete break just proximal of the suture wings. Microscopic inspection of the break in the tubing revealed a dully granular fracture surface. The break exhibited an elliptical cross-section. Tactile inspection of the sample revealed severe tensile weakness throughout the extension tubing. The break features and severe tensile weakness were consistent with material failure due to tensile (pulling) stress. The location of the damage suggested that catheter securement, access and maintenance techniques likely contributed. A lot history review (lhr) of recv2466 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that silicone materials of extension tubing were separated. 01/28/2021: returned device exhibited a complete break.